Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and failed battery. The customer¿s blood glucose level was unknown. The customer reported that they had unexplained delivery alarms and motor error requiring reset up to a dozen times starting to be more frequent. It was reported that they had rejected battery on battery change and deep scratches in screen harder to see. It was reported that they had grinding or laboring motor during motor error. The insulin pump will not be returned for analysis.